Event description:
It was reported that components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested, but not made available. Should additional info become available, the evaluation summary will be submitted in a supplemental report.